Manufacturer narrative:
Product involved in the incident was returned to arkray USA and forwarded to the manufacturer for evaluation. We have not yet received evaluation results. Arkray will file a follow-up report when device evaluation is complete.

Event description:
Caller is calling to complain that the needles are bending in the process of doing the injection and he must push the plunger very hard to get his full dose of insulin. He is using the lilly humalog pen. Customer only uses the needles once. Size is 100ct 0.23 x 4mm 32g. He said that it has happened with multiple boxes of needles. Part 234132. Lot y58zc9 - 2023-10-01. Replaced devices and sent rl. (B)(4).

Manufacturer narrative:
Dhrs were reviewed and no records confirming the defect were observed. On both archival and returned samples, drag force and penetration force were measured. Samples meet requirements of specification. On both archival samples (10) and returned samples (6), pen needles from each sample were puncture tested into a silicone rubber cube with a hardness of 55 shore imitating human tissue. No defects observed. On both archival samples (10) and returned samples (6), pen needles were assembled onto pen injector. With every assembly attempt, droplets on the cannula were observed and inject of the applied does can be seen which confirms the correctness of the pen needle assembly and the patency of the needles. Fluid flow was obtained in all pen needles. No defects observed. No corrective action. Complaint closed.